Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive escape button. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the pump was exposed to water. Customer stated he received a battery out limit alarm and cannot clear the alarm due to the keypad not working. Customer's blood glucose was 104 mg/dl. Customer stated that the pump was in water on the counter for 20 minutes. Customer stated that he also went on a mountain bike ride this morning and the pump may have gotten wet. Customer stated that this evening, the pump was on the counter and in a puddle of water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.